Event description:
We received an allegation of a questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to a laboratory result using the neoplastin c+ method. On (B)(6) 2022, 7:27 am, the meter result was 6.2 inr. On (B)(6) 2022, 9:00 am, the laboratory draw result was 4.2 inr. Customers therapeutic range is 2.5-3.5 inr and they test every week.

Manufacturer narrative:
Occupation is patient/consumer. The test trips were requested for investigation. The customer was sent replacement products. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4- 3.6 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.